Manufacturer narrative:
D10. Device available, return date - additional information g4. Date manufacturer received - additional information g7. Type of report - additional information h2. Follow-up type - additional information h3. Device evaluation, device returned - additional information h6. Evaluation codes - additional information, device evaluation h10. Additional manufacturer narrative - additional information, device evaluation the pipeline flex with shield braid was returned. There was no pusher or catheter returned with the braid. The distal and proximal ends of the pipeline flex with shield braid were fully opened and no damage. Based on the analysis findings, the pipeline flex with shield was not confirmed to have failure to open at the distal end as the distal and proximal ends of the braid appeared to be fully opened and no damage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pipeline flex device has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed and the event cause could not be conclusively determined from the provided information. The device involved in this event is not approved in the us; the device's brand name and model number are provided below. This report is being filed against a similar device, which is provided in section d. Brand name: pipeline flex with shield technology model number: ped2-425-20. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the pipeline flex device did not open at the distal end. The patient was undergoing embolization treatment for an unruptured saccular located in right internal carotid artery measuring 5mmx10mm aneurysm. Landing zone 3.8mmx4mm. The vessel was moderately tortuous. The pipeline and any accessory devices were prepared as indicated in the IFU. It was reported that there was a failure in the opening of the distal extremity and at the time of encompass in the microcatheter the system fell and the pipeline highlighted inside the marksman. Less than 50% the pipeline had been deployed when it failed to open. The pipeline was re-sheathed and removed with the microcatheter. There were not any patient symptoms or complications associated with this event.